Event description:
Procedure type: esophagectomy. According to the reporter: the device was used during an esophagectomy, with no abnormalities noted. The staple line was inspected and leak tested operatively with no issues. The donuts were complete and normal and no staple reinforcement material was used. A post-operative leak was noted six days after the procedure, and the pt was brought back to the hospital and re-operated. A necrotic staple line and wound infection appeared to be at the anastomosis. The staples were intact and properly closed. Since the tissue was fragile due to poor blood supply to the be sutured, a rubber t tube was inserted into the pt. The pt was sent to the hdu for further observation and treatment.